Event description:
Reference number (B)(4). Event occurred in bahrain. It was reported that the patient experienced an infusion set tape not sticking during playing on (B)(6) 2026. No further information available.